Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -10.00 diopter, in the patient's left eye on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to glares/haloes and blurred vision.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found that the lens haptic was broken. Dimensional inspection found that the device was within specifications. (B)(4).- work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).